Event description:
During an inservice the device displayed error codes. The device was rebooted and worked properly for several samples and then displayed the error code again. There was no pt involment. The device was returned service and repair.